Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed post-reset ram crc and power loss. The customer¿s blood glucose level was 157mg/dl at the time of the incident. The customer reported that they had been having issues with it and she was supposed to get the new pump. The pump said to change the battery when she put a new battery into it, it doesn¿t recognize it. The customer tried like 20 new batteries, and then after that it was off overnight and then it powered back on the morning and she had to reset the date and time and then the sensor part of the pump isn¿t connecting, and she put this sensor in 1 or 2 days ago. The pump experienced an unexpected restart. Customer reports the pump was neither stored nor without a battery for greater than 8 hours. Customer states the alarm did not occur immediately after a battery change. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed sleep current measurement, active current measurement, self test and displacement test. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No power loss alarm noted during testing or in the pump trace download. Unit was monitored for three days. The battery was removed form pump and monitored for 10 minutes. Unit power up properly after insertion of the battery and no pump error 23 alarms were noted. However, the traces of corrosion were found at the electronic, motor and battery tube assemblies per visual inspection. Unit received with minor scratched display window, case and keypad overlay.